Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, during insertion of the delivery c atheter system (dcs), the physician in position 1 was advancing the dcs into the ventricle. While the dcs was crossing the aortic valve, resistance was observed. The physician proceeded to add forward tension to the dcs. The second physician asked if resistance was felt, but at that moment the dcs jumped forward into the ventricle. The valve was implanted. An echocardiogram was performed post procedure that revealed pericardial effusion. A pericardial window was performed to relieve the pressure in the pericardial cavity and to repair the left ventricular perforation. Per the physician, the patient had a partial raphe of the right coronary cusp (rcc) and non-coronary cusp (ncc) which caused the dcs to get caught and jump into the left ventricle which caused the pericardial effusion and subsequent perforation.  No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10:  product ID evolutfx-26 (serial:(B)(6); product type: 0195-heart valves; implant date (B)(6) 2024; explant date n/a. Product ID l-evolutfx-2329. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10:  product ID confida (lot: ); product type: guidewire; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant, a pre-implant balloon dilatation was performed with a 14 french sheath. A confida guidewire was used during the procedure. Following the valve implant, as the left ventricular (lv) perforation was attempted to be repaired, multiple purse string and pledgeted sutures were attempted however the lv muscles kept disintegrating and would not hold sutures. The patient was placed on emergent left ventricle repair on pump with arterial cannula. Multiple blood products were given and cardiac massage was performed. Sutures were attempted again and bleeding appeared to be controlled and the implanting team decided to put the patient on an impella to help come off pump. After successful repair of the perforation, angiogram showed the valve dislodged as a result of the cardiac massage. The valve was blocking coronary flow and was snared into the transverse aorta helping with coronary flow and ejection fraction (ef). The patient was hypotensive with pressures in the 20's or 30's. However as soon as blood pressure was better, the left ventricle started bleeding again. Hemorrhagic and cardiogenic shock were reported. Sutures were attempted again without success and the patient continued to bleed. Treatment was discussed with the family and they decided to be conservative. The patient was taken off pump and bleeding restarted in the lv. The implanting team decided to pause further exploration and the patient expired 10 minutes later. Estimated blood loss of 1000 cubic centimeters (cc). The patient's frail and fragile lv myocardium from advanced age and prior chemo/radiation like contributed to the event.